Event description:
Pt reported that in 2004 they tested their blood glucose (result=116 mg/dl), then ate and bolused 8 u of insulin. Following this, the pt blacked out. Paramedics were called and the pt was given an IV and food/drink to treat low blood glucose (26 mg/dl). Pt was not taken to the hospital.